Event description:
It was reported that during a call with boston scientific technical services (ts), the patient reported that this right atrial (ra) lead was revised shortly after the initial implant due to a non-specific product performance anomaly. This lead remains in service. No additional adverse patient effects were reported.